Event description:
It was reported to baxter (B) (4) that a reservoir of a basal/bolus infusor had ruptured during filling. The device was being filled with ropivacaine hydrochloride and fentanyl citrate. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Device evaluation: the device was evaluated by a baxter technician. The reported condition of "reservoir ruptured" was confirmed through visual examination. The issue is currently being investigated under CAPA-(B) (4). (B) (4)